Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 368 mg/dl. It is reported that a customer received a failed battery test on their insulin pump. The customer stated that there were no significant events that could have led to the issue. The customer declined trouble shooting. The customer was informed that the pump needed a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.